Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. The patient reports drinking juice. The patient reports they were unable to use their personal diabetes manager (pdm) due to it had got wet. The patients pdm damage was reported in a previous case. The patient had gone to urgent care. The patient was treated with manual injections of insulin.